Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was experiencing a ventricular fibrillation (vf) episode and received a shock which converted their rhythm. Technical services (ts) reviewed device data and noted that there was small amplitude noise present following the delivered shock that was not oversensed by the device. Ts recommended trouble shooting options to determine the cause of the noise. This crt-d remains in service. No adverse patient effects were reported. Additional information was received that the patient experienced another instance of vf and a shock was delivered which converted the rhythm. Post shock there was low amplitude noise that was oversensed resulting in less than two seconds of pacing inhibition. Ts recommended device evaluation to determine root cause. This device remains in service. No additional adverse patient effects were reported.